Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the recipient's test data indicated impedance issues despite the device testing within normal limits. Revision surgery is scheduled.